Event description:
Customer reported that touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further inquiry or assistance, and no further action was required from technical support.